Event description:
On (B)(6) 2013, it was reported that this physician¿s handheld device would not responding screen touches around the ¿interrogate device¿ screen. A hard reset was performed, and the device proceeded pas the screen alignment with no error. All the other main menu options worked (i.e. User preferences and view database) as intended. The handheld device and software flashcard were returned and are pending analysis.